Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, as well as rust within the air/water channel - however, it was not possible to further presume the cause of the foreign material within the air/water channel, nor the cause of the rust. Deviation from the instructions for use was not confirmed in reprocessing and handling by the user facility, nor was the nozzle found to be deformed, broken or the like. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a clogged nozzle. Separation of the bending section cover was also found. Replacement of the nozzle unit and bending section cover were required. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no suction while using the evis exera iii colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign matter was found to be clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.